Event description:
Pt is having some problem with the ms3 pumps with serial # (B)(4). According to pt, the first pump started alarming on friday due to blockage; however, she checked the tubing and it was unclamped and there was no kink. The pump alarmed again every 30 mins for about 3-4 times even though she changed her tubing. She changes pump every cartridge change and so when she changed her pump to the other one, the back up pump alarmed too indicating that there's a blockage. Pt has not noticed any pah symptoms due to the malfunctioning pumps. Advised that we are sending 2 new replacement pumps and she wants it delivered tomorrow to her work address. No other info known. Error occurred while in use but no adverse effects were experienced. Yes - we are replacing and returning malfunctioning pumps. Reported to cvs/caremark by pt/caregiver. Dose or amount: 31.5 ng/kg/min, frequency: continuous, route: sq. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.